Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance. The amplitude dropped and noise was also noted. The patient is not dependent and experienced no symptoms. The field representative will be discussing a possible revision with the physician. There were no adverse patient effects reported. Additional information was received that this lead was surgically abandoned and replaced with a non bsc lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.